Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: discectomy levels treated: l2-l5 it was reported that during surgery, the tail of implant broke. The surgeon inserted the previous two levels l4-l5 <(>&<)> l3-l4 well. The last cage l2-l3 was implanted into distracted vertebral body but when the surgeon did the last impact, the tail of the implant broke. The surgeon removed the debris of the cage from the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual review confirms only two small pieces of the implant are returned for analysis. After completed analysis, no evidence was found that would suggest a defect in design or manufacturing of the implant. Microscopic examination of the returned fragments identified the inserter interface portion of the implant, with a fairly flat fracture and rays emanating away from the area of crack initiation, consistent with significant impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.